Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged touchscreen, service code 104) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to extensive corrosion on the computer/analog and defibrillator pcas. The root cause for the corrosion was ingress of an unknown liquid. The reported problem (response buttons) was also confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was the response button cable connector j1005 was broken off of the ca board. The root cause of the broken connector was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had a damaged touchscreen, the response buttons were non-functional, and the monitor was displaying a service code 104 (sd card fault).